Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure on (B)(6) 2022, upon insertion of the 0.014"enroute guidewire, a dissection was observed near the access site of the common carotid artery and the physician used the planned stent to cover over the dissection. The procedure was completed successfully with no report of patient harm, adverse consequences, and no intervention required due to the dissection event.

Event description:
During a tcar procedure on 04/06/2022, upon insertion of the 0.014" enroute guidewire, a dissection was observed near the access site of the common carotid artery and the physician used the planned stent to cover over the dissection. The procedure was completed successfully with no report of patient harm, adverse consequences, and no intervention required due to the dissection event.